Manufacturer narrative:
The complainant indicated that the device has been discarded will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00534 for a description of the other event. It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was loading the bsc tome into a hydrajagwire and faced difficulty advancing it, and noted that the coating of the guidewire peeled. The physician attempted to load another hydrajagwire and the coating of the guidewire peeled again. The physician then completed the procedure with a new bsc tome and a third hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00534 for a description of the other event. It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was loading the bsc tome into a hydrajagwire and faced difficulty advancing it, and noted that the coating of the guidewire peeled. The physician attempted to load another hydrajagwire and the coating of the guidewire peeled again. The physician then completed the procedure with a new bsc tome and a third hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00534 for a description of the other event. It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was loading the bsc tome into a hydrajagwire and faced difficulty advancing it, and noted that the coating of the guidewire peeled. The physician attempted to load another hydrajagwire and the coating of the guidewire peeled again. The physician then completed the procedure with a new bsc tome and a third hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4)

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00534 for a description of the other event. It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician was loading the bsc tome into a hydrajagwire and faced difficulty advancing it, and noted that the coating of the guidewire peeled. The physician attempted to load another hydrajagwire and the coating of the guidewire peeled again. The physician then completed the procedure with a new bsc tome and a third hydrajagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The date of the procedure was (B)(6) 2010.(B)(4).

Manufacturer narrative:
The visual inspection during analysis reveals the polytetrafluoroethylene (ptfe) jacket peeled at approximately 18.8 cm, 48.7 cm, and again at 121 cm measuring from the pebax tip. There is no corewire exposure. The max outside diameter of the wire is within specification. A review of the device history record (DHR) was performed; no anomalies were noted. The most probable cause of failure based on the reported event, analysis of the wire, and review of the related complaint for the stonetome above 20mmcw/20mm tip used with wire is attributed to "operational context". The conclusions for the related complaint state "inserting the stonetome device in the scope and repeating the guidewire compatibility evaluation, it was found that the guidewire could be inserted with out any issues. But while retracting the guidewire, it was found that section of the guidewire coating was damaged/ peeling due to contact with the metal cannula at the end of the guidewire port inside the heat shrink section of the stonetome device. Also, the angle at which the handle/ heatshrink is held or bent appeared to aggravate the peeling." This peeling was also replicated during guidewire withdrawal with the stonetome device held in the hand (outisde the scope) and manipulating/ bending the handle - heatshrink section of the tome device." The analysis of the wire shows evidence of the wire coming into contact with a sharp tool or object which coincides the analysis findings for the stonetome used with this wire. The wire coming into contact with the metal cannula may have caused the difficulties in advancing the wire during the procedure. Therefore, "caused by other device" is the most probable cause of failure based on all the evidence gathered. The customer did not allege having noted this condition prior to use. The directions for use (dfu) under preparation technique instructs: "the directions for use were reviewed due to the possibility of the device being used outside of the dfu exists. Prior to use, inspect the guidewire before using for the following: roughness or abrasion at the tip. Kinking along the length of the guidewire. Enclosed torque vise (angled tip guidewires only). Caution: do not use the guidewire if any defect is found during inspection. Please return any defective product to boston scientific for replacement." Furthermore, the dfu warns under precautions: "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire."